Event description:
Information received indicates the bed exit will arm but will not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switches and the bed exit pc board to repair the bed.